Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were observed. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. No additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the high out of range shock impedance measurements continued. During a change out procedure for normal battery depletion, the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted as planned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.